Event description:
The complaint is reported as: permcath was inserted on (B)(6) 2023 in the right subclavian. On (B)(6) 2023 nurses state they noticed leaking from red hub during dialysis and a crack. No patient harm was reported. A hub repair kit was used to replace the existing hub. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one video showing the arterial extension line attached to a water-filled syringe. Visual analysis revealed that the arterial luer hub leaked when the syringe was compressed. The customer returned one connector assembly for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the arterial luer hub contained a crack on the threads. Microscopic examination confirmed the damage and revealed white stress marks on the threads. This is damage that is consistent with over-tightening on the hubs. In addition to the crack, it was also observed that the dust cap was stuck to the venous hub. A lab inventory syringe filled with water was attached to the extension lines and flushed. When flushing the arterial line, water was observed leaking out of the crack on the threads. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure". The report of a cracked luer hub was confirmed through complaint investigation. Visual analysis revealed that the arterial luer hub contained a crack on the threads. Functional testing revealed that water leaked from this crack when flushing. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: permcath was inserted on (B)(6) 2023 in the right subclavian. On (B)(6) 2023 nurses state they noticed leaking from red hub during dialysis and a crack. No patient harm was reported. A hub repair kit was used to replace the existing hub. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).